Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: there was an issue with the fenestrated bipolar grasper that seemed to be due to the instrument because it was switched between arms and a similar issue happened. This did delay the case a bit. Thankfully its malfunction was not during a precarious part of the case, but they did have to improvise with using the monopolist scissors via coaptive coupling to apply energy. There was not a concern about long term complications to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using a golden system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the generator internal log showed error mb1.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an operating room (or) staff called to report problems with bipolar energy not firing. The team had replaced blue energy cables, tested a different instrument, and power cycled the erbe generator multiple times. Energy would briefly resume and then cut out again. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a hard power cycle on the erbe or using a valleylab forcetriad generator, but the customer did not have the integration cable for the external generator. The procedure was delayed for more than 30 minutes and proceeded without any reported patient injury. However, at this time, it is unknown whether the procedure was completed with the original system configuration. Isi followed up with the initial reporter and obtained the following additional information: the surgeon switched from using the bipolar to the monopolar device after experiencing issues with the erbe generator. The procedure was completed using the same generator, which required multiple resets to temporarily restore functionality, although the issues recurred. It was possible the surgery took longer due to troubleshooting the device and swapping cables and arms before identifying the generator as the problem. Throughout the event, the patient was under anesthesia. Patient demographic information was provided.